Event description:
A malfunction alarm with code malf 16 was reported, and it was noted that there were no notable events preceding it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support took action to replace the pump, and the customer was advised to use a backup method.